Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. G4: premarket identification: k011028/k013227. H4: device manufacturer date: unknown / not provided.

Event description:
The doctor reports that the mount cannot be separated from the implant because it is blocked and the implant was removed. Bone type IV and affected dental position #15. The procedure was completed with another implant.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvh10, (impl tapered scr-v ha 3.7 mm 3.5mm 10mm) for evaluation. Visual evaluation / functional test was performed, no malfunction discovered. Implant detached from mount as intended. Device history record (DHR) review was completed for the subject lot number 1262054. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1262054 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release a definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No malfunction discovered. Implant detached from mount as intended. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.